Manufacturer narrative:
Updated contact office - name/address. Siemens reviewed the instrument logs. The root cause for higher than expected thb results for the patient's samples is unknown as there is no indication of a co-oximetry issue, measurement cartridge issue, instrument malfunction, or any possible contamination. The rp 500 sn (B)(4) and rp 500 sn (B)(4) are performing as intended. It could be possible that there is an instrument to instrument variability as the qc (quality control) for level 2 recovered a thb mean result of 14.1 g/dl on the rp500 sn (B)(4) which is slightly higher when compared to the recovered thb mean result of 13.9 g/dl on the rp500 sn (B)(4). Thus, indicating that the rp500 sn (B)(4) will generate slightly higher thb results when compared to the rp500 sn (B)(4). Further review of the generated co-oximetry results for the patient's samples in question display the generated results are as expected in all runs with no indication of a co-oximetry issue. Therefore, the co-oximetry functionality appears to be working as intended on both rp500's. Aqc results prior and post sample analyses are within acceptance limits on both rp 500's. A review of the event log for cartridge sn (B)(4) (rp500 sn (B)(4)) and (B)(4) (rp500 sn (B)(4)), illustrates that there is no indication of any systematic or fluidic errors including no d2 and/or d3 drift errors for thb on the date of the event. In addition, there were no d39 clot events on (B)(6) 2019.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Correlation settings were checked and unified. No additional troubleshooting was required. The instrument is operational. Data logs were provided for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results from two rp 500 analyzers. There is no report of injury due to this event.